Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that they cannot disconnect the luer connection on top of the reservoir from the oxygenator purge line. The product was not changed out.